Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 26-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("hemorrhage"), renal failure ("moderate renal failure") and metal poisoning ("suspected intoxication to heavy metal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced renal failure (seriousness criterion medically significant) and metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("articular pain"), fatigue ("fatigue") and allergy to metals ("suspected allergy to nickel"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, renal failure, metal poisoning, arthralgia, fatigue and allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia, fatigue, genital haemorrhage, metal poisoning and renal failure to be related to essure. The reporter commented: the patient was not informed regarding the presence of nickel in essure system. She suspected to be allergic to nickel as she never could wear fantasy jewelries especially on ears. Therefore, the patient chose to remove essure as no other choice was possible. Diagnostic results: g markers for monoclonal gammopathy suggested that the patient could have experienced intoxication to heavy metal. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 615 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.